Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a communication alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a call service 054 alarm was observed in the black box and alarm history. A call service 088 alarm occurred during a 24 hour test. Corrosion was observed in the battery compartment. There was a battery compartment leak found during the leak testing. The pump was opened and moisture damage was found on the printed circuit board. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.